Event description:
The customer reported that the system boots slow and will not save. Also it shuts down during a case. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the hard drive and loaded the customer's software. The system operates as intended.